Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate. However, the customer informed that issue was resolved. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary one of the breakers had tripped, causing the pyxis unit to lose power. Although the breaker issue was resolved, the machine continued to display communication errors. The user attempted power cycling and toggling critical override with no change, and no system error icons were displayed on the unit. However, there were no delays or adverse events or injuries reported based on this event.